Event description:
The events I am reporting happened on multiple occasions over the last week or so, but the most serious was on (B)(6) 2025. I use the medtronic 780g insulin pump and have been a medtronic patient for well over 20 years. The ai within the pump was malfunctioning, causing the pump to deliver insulin during hypoglycemic reactions making it extremely difficult to treat and recover from low blood sugars. On (B)(6), while I was driving, I had a severe low blood sugar that I struggled to recover from and did not realize the pump was malfunctioning at that point. I had 4 bottles of dextrose, a coke, biscuit and fries and ultimately had to manually suspend the pump. I could not feel my legs, lips or tongue as my blood sugar was beneath 40 (lowest my machine will register, so unsure how low it actually was). I had the same situation occur multiple times throughout that weekend and into monday. On monday evening, also while driving, I was alerted to a low blood sugar and at that time realized that the insulin pump had also provided an automatic bolus of insulin. I ultimately had to treat two back to back low blood sugars because of this. I did call and report this to medtronic and they sent a replacement pump to me overnight. Because over delivery of insulin can be life threatening and certainly scared me enough to think I could die from it, I was urged to report this event directly to food & drug administration.